Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that customer was hospitalized due to high blood glucose. Customer's symptoms were vomiting. Customer's mom thinks the customer had the flu and that is why they went to the emergency room. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and IV fluids. Blood glucose level was over 300 mg/dl. Customer was hospitalized for two days. No further information to report.